Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypotension, loss of pacing spikes and bradycardia. The right ventricular (rv) lead exhibited potential loss of capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.